Event description:
It was reported by the patients family member that the patient experienced syncope. It was further reported that the implantable pulse generator (ipg) exhibited abnormal pacing. The ipg was further tested and it was noted there was no longer a pacing abnormality. The ipg remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.